Manufacturer narrative:
The patient¿s age was not provided. (B)(4). Approximate age of device ¿ 1 year and 1 month. The pump was not explanted and therefore is not expected to be returned for evaluation. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6). It was reported that the patient was being treated in a public central teaching clinical hospital on (B)(6), due to an amputation of both legs as a complication of diabetes. The patient subsequently developed an infection and device thrombosis as a complication of the leg amputation. It was reported that the infection was not pump related. Low flow and replace controller alarms occurred. The system monitor showed estimated pump flows at 0 lpm, pump speed at 0 rpm, and a high pump power consumption. An echocardiogram did not show the flow through the pump. The patient was reportedly asymptomatic with this event. On (B)(6), a decision was made to turn off the pump. On (B)(6), it was reported that patient expired on (B)(6) due to multi-organ failure. No additional information was provided.

Manufacturer narrative:
The evaluation of the submitted system controller log file confirmed the report of low flow alarms; however, a specific cause for the events could not be conclusively determined through this evaluation. The submitted log file contained data from 03:12:07 to 03:31:59 on 22oct2017 and low speed advisory, low speed hazard, and low flow hazard alarms were captured throughout the log file associated with elevated pump power levels during the events. The user facility reported that the patient¿s legs were amputated due to complications of diabetes. It was reported that the patient''s infection and device thrombosis were due to complications of the leg amputation. Device thrombosis and infection are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.